Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer patient connector exhibited an unstable connection and that the electrograms (egm) and electrocardiogram (ECG) signals displayed as intermittent dots and the signal was lost. It was also determined at analysis that a loss of bluetooth connectivity occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiovascular implantable electronic device (cied) replacement procedure the mobile programmer patient connector exhibited an unstable connection to the mobile programmer application host tablet. It was noted that the electrograms (egm) and electrocardiogram (ECG) signals displayed as intermittent dots and the signal was lost throughout the entire procedure. It was noted that the patient connector and mobile programmer application were not completely disconnected and the signal strength displayed as dots rather than a continuous line with no red "x" symbol observed. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer experienced a loss of bluetooth connectivity. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.